Event description:
The complainant stated the bed went into trendelenburg all by itself with a (B)(6) pt on the bed. The operating room staff tried to hold the pt up in bed but the pt began choking. No further info was released by the account.

Manufacturer narrative:
The tech could not duplicate the issue with the bed going into trendelenburg unintentionally but did found the bed had no functions working and the service required light indicates an error code of 1 (ucb error). The tech found the hand pendant wedged under head section of the bed which caused the pendant to press against the CPR cable. He removed the hand pendant and bed started working properly.